Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the reservoir had air bubbles and that the blood glucose ran high. The blood glucose reading was 300 mg/dl. There were many small air bubbles, which the customer removed prior to calling. The insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. The customer reported that she would monitor the issue and call back if the air bubble issue persisted. She declined troubleshooting for high blood glucose. The reservoir was not returned for analysis.